Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alerts on insulin pump and has caused high blood glucose. The customer's blood glucose level was unknown mg/dl. The customer stated that the act button sticks. The customer declined 24 helpline.